Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Other text : device not available

Manufacturer narrative:
We were initially made aware of this reported event by the FDA. Our initial MDR should have included a reference to the report provided by FDA (mw5039964).

Event description:
Volun (B)(6) 2015: codman evd placed in the or on (B)(6) 2014. Evd discontinued (B)(6) 2014. On (B)(6) 2014 evd incision found to be leaking and patient had ams, leukoctosis and fever; lb optained and patient was started on rocephin, cefepime and vancomycin. Dx:culture negative meningtis. Therapy dates: (B)(6) 2014 diagnosis for use: ich with ivh.no customer / contact information provided. Devices will not be returned.